Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the analysis of the battery from the returned device did not find a root cause of the rapid voltage depletion. Based on the destructive analysis results, no internal short was present in the battery at the time of the analysis. We did receive performance data collected from the device and have analyzed the data. Time of eri in save to disk was on (B)(4) 2011, device eri<=2.61 volt. Weekly battery voltage log data shows min bat=2.76 to 2.58 volts minimum between (B)(4) 2011 and (B)(4) 2011. One - patient alert for low battery voltage occurred on (B)(4) 2011 02:15:04.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Time of eri in save to disk was on (B)(6) 2011, device eri<=2.61 volt. Weekly battery voltage log data shows min bat=2.76 to 2.58 volts minimum between (B)(6) 2011 and (B)(6) 2011. 1 - patient alert for low battery voltage occurred on (B)(6) 2011 02:15:04.

Event description:
It was reported that the battery voltage dropped quickly. At a follow-up visit the battery voltage was 2.99 volts. Approximately five weeks later the device was at elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.